Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown, has been requested, but not received. If implanted, give date: (B)(6) 2012, the exact date unknown. If explanted, give date: unknown, has been requested, but not received. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the patient that she had the lens explanted. Although requests were made, the reason for the explant along with the date of the event (explant) has not been provided. The patient age is also unknown. No further information provided. Patient had an intraocular lens implanted in the companion eye, and a separate emdr is being provided.

Manufacturer narrative:
The patient had the cataract surgery performed on (B)(6) 2012. In (B)(6) 2012 the patient reported seeing halos and shadows in the night when opening the eyes and ''golden falx/golden sickles''. The patient's husband reported that his wife did not have photopsia in complete darkness but reflections from light sources and dispersions. In (B)(6), (B)(6) and (B)(6) 2012 doctors could not find any reason related to the intraocular lens (iol) for this experience; the iols were biomicroscopic without any issue. The patient had an irregular corneal astigmatism with right nasal under amplification. The far vision on (B)(6) 2012 was 1,75 / cyl -1,25 / 90° = 1,0 and on (B)(6) 2012 with the autorefractor -1,75 / cyl -1,5 / 76° = 1,0. The patient consulted another doctor for a second opinion. The surgeon recommended a ''piggy-back'' procedure to implant an ''add-on'' in the right eye. In (B)(6) 2013 the intraocular lens was explanted and replaced with a silicone intraocular lens. Implanted date: (B)(6) 2012 explanted date: (B)(6) 2013. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.